Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #5) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #5). An additional emdr was submitted to represent the bard/davol ventralex (device #1) and bard/davol ventralex st (device #2, #3, and #4). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) on an unspecified date, three (3) unspecified bard/davol ventralex st hernia patch (device #2, #3, and #4) on (B)(6) 2014, and an unspecified bard/davol ventrio st (device #5) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch (device #1), the three (3) bard/davol ventralex st (device #2, #3, and #4), and the bard/davol ventrio st (device #5). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective.